Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to measurement errors on samples and quality controls (qc). The customer stated they discovered qc was out of range when the two patient samples were run. Due to a miscommunication in the laboratory the instrument was not taken offline and discordant results were reported. The customer bleached vent and sample ports, flushed with hot water, and ran alignments on the integrated multi-sensor technology (imt) probe and module. The customer replaced the imt sensor and calibrated it. Qc was run, failing for measurement errors. A customer service engineer (cse) was dispatched to the customer site. The cse discovered the mixer was foaming and creating bubbles. The cse replaced the mixer and probe, ran alignments, a quick check and quality controls, which resulted within range. The cause of the discordant, falsely elevated na and k results is unknown. Running patient samples while qc is out of range is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were re-run on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.